Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Plaintiff alleges she underwent knee replacement surgery on (B)(6) 2015. It is further alleged that after implantation, the plaintiff began to experience pain. On or about (B)(6) 2016 she sought medical care from who opinioned that the implant used during her knee surgery was the wrong size. It is unknown if plaintiff has undergone revision surgery.